Event description:
Report received states infusion was supposed to last four days, however, finished in three days. Device contained unknown amount of doxorubicin and unknown amount of vincristine. No report of patient injury or medical intervention.